Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient had deterioration of vision in the right eye, the eye practically does not see, glares and disorientation in space. The surgeon proposed to implant the iol in the left eye, but the consumer is not confident on having an installation in the left eye due to the negative result. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).